Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient anatomy related. No product damage noted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 85-year-old female requiring impella 5.5 for mechanical circulatory support. It was reported that after multiple attempts, the 5.5 would not pass through the innominate turndown. The procedure was aborted and the intra-aortic balloon pump (iabp) was left in place. There was no patient harm reported.